Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse checked aspirates and dispenses, replaced peristaltic pump aspirate tubing and replaced sample syringe and reagent syringe that had crusting/ leaking around it. The cse ran quality controls and precision testing for the method, with acceptable results. The cse followed up with the customer after troubleshooting. The customer ran a 10 run precision testing on a patient sample, and results were acceptable. The cause of the discordant estradiol result was due to a user error. The customer ran the sample while quality controls were out of range, and did not address a "verify" flag on a calibration. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer reported that the estradiol assay was calibrated on an advia centaur cp on (B)(6), 2016. The instrument posted a "verify" flag, indicating the calibration is outside the observed range but within the defined range. The customer unfamiliar with the flag, did not accept the calibration. The customer then ran quality controls, which resulted out of range, as the instrument processed controls using an old valid calibration. The customer then recalibrated the assay. A patient sample was run on the instrument while quality controls were out of range. The initial discordant result was falsely elevated and was reported to the physician(s). The sample was repeated after recalibration on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated estradiol result.